Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter that died after one month occurred. Data was evaluated and the allegation was not confirmed. The reported allegation was not found. However during data investigation, an early sensor expiration was observed. The probable cause of the early sensor expiration could not be determined. The reported event of a transmitter failing after one month is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.